Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported hearing grinding noises from the insulin pump. The customer also reported having a blood glucose value of 638 mg/dl. While being hospitalized on (B)(6) 2015. The customer stated that the insulin pump was not providing insulin at the time of hospitalization. During troubleshooting a no delivery alarm was discovered in the insulin pump's history. Troubleshooting could not be completed with the helpline as the customer did not have a tubing clamp; a tubing clamp was sent to the customer. A replacement infusion set was also sent to the customer. The customer called back after receiving a tubing clamp and the insulin pump passed the tests and was apparently functioning as designed. The customer was advised that there was a potential reservoir/set occlusion that caused the high blood glucose and the no delivery alarm. The customer did not want to return the related infusion set or reservoir. No further information was provided.